Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a severely tortuous, severely calcified lesion with 80% stenosis in the mid lad. There was no damage noted to the device packaging and no issues noted when removing the device from the hoop/tray. The device was not inspected and negative prep was not performed. The lesion was pre-dilated. Resistance was not encountered when advancing the device and excessive force was not used. It is reported that stent deformation occurred in vivo. This deformed stent remains in the patient and no attempt was made to remove it. The deformed stent caused an occlusion. The procedure was completed using another resolute onyx drug eluting stent of the same size; this stent was used to revascularise the lesion. No patient injury is reported. Patient is safe and out of the hospital.